Event description:
According to commercial operations, the battery was defective on arrival. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the 11ah li-ion battery assembly revealed that there were no signs of damage or contamination. The battery was installed in an fi test ventilator. An attempt to start up the test ventilator in normal ventilation mode and deliver breaths failed with the ¿check vent - battery failed¿ (e/c 1124) alarm occurring. The displayed battery voltage was only 8.80v and the battery current was 0, the yellow battery led was not lit. A check was made to see if the there was a melted housing issue above fuse f1. No deformation in the plastic surface was visible. The failure could be replicated. When measured separately at the battery connector the output voltage was only 4mv. The battery was connected to 15v dc from a power supply with 0.2a current limitation. There was 30ma current flowing. After 6 hours when the battery was reconnected to the fi ventilator the voltage reading had increased to 12.27v. However, the battery still would not charge, the charging current was 0. The ventilator could not be run on battery and e/c 1124 was still occurring when running on ac. The battery was connected to 16v dc with 0.5a current limit for 24 hours. The initial current was 25ma. At the end the current had increased to 0.5a, indicating the battery controller had activated the main charging circuit. The battery was then connected to the fi ventilator and started charging. After achieving full charge (yellow battery led lit constantly, the absolute state of charge was 98%. After letting the battery sit for 70 hours, the absolute state of charge was 97%, the relative state of charge had dropped from 100% to 96%. The battery was installed in an fi test ventilator. The ventilator ran on battery for at 8.20 hours. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. An initial assessment of the customer returned battery revealed that the battery had a low voltage and did not charge which triggered the e/c 1124. However, the battery was deeply discharged and allowed only trickle charging. After about 24 hours of trickle charging, regular charging was re-activated. After a complete charge, the battery was left disconnected for 70 hours. After that, the relative charge (fuel gauge) had decreased from 100% to 96%. No current flow was found. The battery was installed in an fi ventilator and was able to run the ventilator for more than 8 hours. No failure was found.